Event description:
A report was received stating that the cannula broke off of the infusion set. The cannula was reported to not have been removed from the patient. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.